Event description:
It was reported the wireless was not working. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer has a loose ECG (electrocardiogram) connector. Programmer had no wireless operation because "allow communications" box was not checked. Stylus pen is missing.